Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the ventilator touchscreen was not working.

Manufacturer narrative:
(B)(4). Received information that the ventilator was evaluated by the service engineer (se). The touch frame printed circuit board (pcb) was replaced. The ventilator passed all the required testing.